Event description:
It was reported that the user experienced a nighttime low glucose event after the ilet delivered approximately 0.098 units of insulin while glucose was trending down, and the user had not announced dinner, which led to elevated glucose before bed and subsequent algorithm-driven dosing. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate and return to target range without escalation of care. Investigation included troubleshooting and education regarding proper meal announcement to inform the algorithm and reduce inappropriate corrections. Investigation of this case revealed use-related factors, specifically missed meal announcement prior to the event, with device behavior consistent with algorithm function and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.